Event description:
A customer experienced incubator jams; the liquid waste tubing was found to be crimped resulting in fluid retention in the incubator. A malfunction of this type may cause biased pt results that could lead to inappropriate therapeutic or diagnostic intervention by the physician. There was no report of pt harm as a result of this event.